Manufacturer narrative:
The insulin pump passed unexpected restart error test. No unexpected alarms noted during testing. The device had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer stated that the battery was not lasting as long as it used to. Customer also had a signal too low alarm. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm occurred during the rewind/prime sequence. Customer was advised to disconnect and remove the reservoir from the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.